Event description:
Customer reported that an erroneous accutni (troponin I) and creatinine-kinase mb (ck-mb)results were generated by the unicel dxi 600 access immunoassay system. The results were reported out of the lab. The pt was admitted to the intensive care unit. The initial results were queried by the attending physician and accordingly a sample redraw was performed. The erroneous accu tni result was below the ami (acute myocardial infarction) cutoff in risk stratification and repeated negative on the same sample as well as add'l draws. The erroneous ck-mb result was above the reference range and repeated within the reference range for the same and subsequent samples. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer visited the facility, examined the system and performed diagnostic testing. All testing passed. The fse counseled the customer on proper sample handling and other steps to avoid false positive reporting. A clear root cause can not be determined to date. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.